Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2014 with the following findings: a review of the pump¿s black box history showed no evidence of loss of prime warnings occurring. Data from the date of the event was overwritten due to continued use. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. Unrelated to the complaint, evaluation revealed that the display was dim and faded. The complaint that the pump was emitting loss of prime alarms was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump was emitting multiple loss of prime alarms. It was noted that loss of primes were occurring up to three times per week. Reportedly, cartridges from multiple boxes were used but loss of primes continued to occur. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.